Event description:
This complaint is now reportable based upon the analysis completed on (B)(6) 2013. It was reported that during a stenting treatment procedure the device was unable to cross the lesion. The target lesion was located in the tight, calcified and tortuous mid left anterior descending artery (lad). A 16x3.00mm synergy stent delivery system (sds) was advanced to the lad; however, the device was unable to cross the lesion. The procedure was successfully completed with a 2.25x8mm and a 3.0x8mm synergy stent. No patient complications were reported. However, returned product analysis revealed stent damage and stent moved on the balloon.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by MFR: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with the stent moved distally on the balloon by 5 mm. A visual and microscopic examination of the crimped stent found that two struts towards the center of the stent were lifted. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The exposed section of the balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The distal outer and inner were flattened along a length of 5 mm approximately 140 mm from the tip. The hypotube was kinked along its entire length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).